Manufacturer narrative:
The large hem-o-lok clip applier instrument has been returned and evaluated by the failure analysis team. Failure analysis investigation confirmed the reported failure. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips clip test was performed and failed. The clip was unable to clip onto the tubing during in-house testing. Additional observations not reported by site: the clip applier instrument was found with one grip bent. The damage was found near the tip of the clip groove, causing a .025" offset at the tips. As a result, the clip could be properly loaded on the grips, but was unable to clip onto the tubing successfully.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument was inserted into the abdomen with clip in place. Physician was unable to get clip to completely clamp/close and secure clip. Attempts were made using another clip applier in the same location/on the same tissue, but able to close the clip. Defective applier was then removed from the field. The procedure was completed as planned with no reported injury.